Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0667 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redz0667) have been reported from the same facility in (B)(6). Device not returned for evaluation.

Event description:
It was reported that for chemotherapy, a peripheral central venous catheter was inserted on (B)(6) 2021. The tissue around the PICC tube of the right upper limb was found to be swollen on (B)(6) 2021. On (B)(6) 2021, blood vessel wall thrombosis was formed, and anticoagulation was given to symptomatic treatment.